Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the implant was overdischarged. The device was fully recharged at the office and the connection issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that neither the communicator nor the wireless recharger (wr) were able to communicate with their ins, and they were getting error messages in both the dbs therapy app and recharger app. In the dbs therapy app, the patient stated that they were getting a 'no device response' error message'. In the recharger app, the patient stated that they were getting a 1201 error code as well as a 1204 error code. The patient noted that the wr power button turned red when they got the error messages in the recharger app. During the call, the patient confirmed the communicator was powered on and positioned over their ins, but they kept getting the 'no device response' error message in the dbs therapy app. After getting the 'no device response' error message, the patient powered off the communicator, powered on the wr, and positioned the wr over their ins. The patient stated that they were seeing the following error message in the recharger app:recharge system error. Please contact clinician for assistance: 'service code 1204'. The patient then asked if their healthcare provider (hcp) would be able to confirm the last time they charged their ins. The patient was redirected to their hcp to further address the issue.